Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pain'), autoimmune disorder ('auto immune response'), impaired gastric emptying ('gastroparesis'), ankylosing spondylitis ('ankylosing spondylitis'), irritable bowel syndrome ('ibs') and hypertension ('high blood pressure') in a (B)(6) year-old female patient who had essure inserted for birth control. In (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced autoimmune disorder (seriousness criterion hospitalization). On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), impaired gastric emptying (seriousness criterion hospitalization), ankylosing spondylitis (seriousness criterion hospitalization), irritable bowel syndrome (seriousness criterion hospitalization) and hypertension (seriousness criterion hospitalization). The patient was treated with surgery (removal surgery for essure). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, autoimmune disorder, impaired gastric emptying, ankylosing spondylitis and irritable bowel syndrome had not resolved and the hypertension outcome was unknown. The reporter considered ankylosing spondylitis, autoimmune disorder, hypertension, impaired gastric emptying, irritable bowel syndrome and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pain ("pain"), autoimmune disorder ("auto immune response"), impaired gastric emptying ("gastroparesis/ gastric problems"), ankylosing spondylitis ("ankylosing spondylitis"), irritable bowel syndrome ("ibs") and hypertension ("high blood pressure") in a 35 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of blood pressure high, migraine, gastric disorder, general body pain, abdominal pain, gastroparesis and autoimmune disorder. In (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011 she experienced autoimmune disorder (seriousness criterion hospitalisation). Essure was removed on (B)(6) 2021. An unknown time later she experienced pain (seriousness criteria hospitalisation, medically important and intervention required), impaired gastric emptying (seriousness criterion hospitalisation), ankylosing spondylitis (seriousness criterion hospitalisation), irritable bowel syndrome (seriousness criterion hospitalisation), hypertension (seriousness criterion hospitalisation), migraine ("migraines"), abdominal pain ("abdominal pain") and general body pain ("body pain"). The patient was treated with surgery (removal surgery for essure). At the time of the report, the pain, autoimmune disorder, impaired gastric emptying, ankylosing spondylitis and irritable bowel syndrome had not resolved. The outcomes for hypertension, migraine, abdominal pain and pain were unknown. The reporter considered abdominal pain, ankylosing spondylitis, autoimmune disorder, hypertension, impaired gastric emptying, irritable bowel syndrome, pain and general body pain to be related to essure administration. No causality assessment was received for essure with regard to migraine. The reporter commented: hysterectomy was performed (dates not provided). Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 24-jun-2022: pfs received: events: abdominal pain, & body pain were added. Medical history was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("chronic pelvic pain / daily"), autoimmune disorder ("auto immune response"), impaired gastric emptying ("gastroparesis/ gastric problems"), ankylosing spondylitis ("ankylosing spondylitis"), irritable bowel syndrome ("ibs") and hypertension ("high blood pressure") in a 35 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of spotting vaginal, depression, blood pressure high, migraine, gastric disorder, general body pain, abdominal pain, gastroparesis and autoimmune disorder. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, 202 days after essure insertion, she experienced autoimmune disorder (seriousness criterion hospitalisation). Essure was removed on (B)(6) 2021. An unknown time later she experienced pelvic pain (seriousness criteria hospitalisation and intervention required), impaired gastric emptying (seriousness criterion hospitalisation), ankylosing spondylitis (seriousness criterion hospitalisation), irritable bowel syndrome (seriousness criterion hospitalisation), hypertension (seriousness criterion hospitalisation), migraine ("migraines"), abdominal pain ("abdominal pain"), pain ("body pain / general pain") and arthralgia ("joint pain"). The patient was treated with surgery (removal surgery for essure: total laparoscopic hysterectomy and bilateral salpingectomy). At the time of the report, the pelvic pain, autoimmune disorder, impaired gastric emptying, ankylosing spondylitis and irritable bowel syndrome had not resolved. The outcomes for hypertension, migraine, abdominal pain and pain were unknown. The reporter considered abdominal pain, ankylosing spondylitis, autoimmune disorder, hypertension, impaired gastric emptying, irritable bowel syndrome, pain and pelvic pain to be related to essure administration. No causality assessment was received for essure with regard to migraine or arthralgia. The reporter commented: pap smear performed before insertion on (B)(6) 2010. Birth control method used before essure insertion: oral contraceptive. Essure insertion procedure: the endometrium appeared normal. Both tubal ostia were visualized. First device loaded through operating channel of hysteroscope and inserted into the right tubal ostia trailing coils in uterus: 03. Second device loaded through operating channel of hysteroscope and inserted into the left tubal ostia trailing coils in uterus: 4. Patient tolerated the procedure without incident. Anatomopathological post essure removal: 8 weeks size uterus with normal fallopian tubes and ovaries. Bilateral tubal occlusion coils visualized within the fallopian tubes of the specimen. Fallopian tubes and ovaries normal bilaterally. Normal survey of the upper abdomen. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2021: hysterosalpingogram: with essure coils present and bilateral occlusion of fallopian tubes; xr fluoro hysterosalpingogram: no contrast observed within the fallopian tubes compatible with occlusion secondary to essure tubes. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 11-nov-2022: new clinical information - medical history: depression and spotting added. Events: joint pain added, pain replaced by chronic pelvic pain / daily and intervention required ticked. Suspect drug insert date added and stop date corrected to (B)(6) 2021. Rcc updated. Lab data added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pain'), autoimmune disorder ('auto immune response'), impaired gastric emptying ('gastroparesis'), ankylosing spondylitis ('ankylosing spondylitis'), irritable bowel syndrome ('ibs') and hypertension ('high blood pressure') in a 46-year-old female patient who had essure inserted for birth control. In (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced autoimmune disorder (seriousness criterion hospitalization). On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), impaired gastric emptying (seriousness criterion hospitalization), ankylosing spondylitis (seriousness criterion hospitalization), irritable bowel syndrome (seriousness criterion hospitalization) and hypertension (seriousness criterion hospitalization). The patient was treated with surgery (removal surgery for essure). Essure was removed on(B)(6) 2021. At the time of the report, the pelvic pain, autoimmune disorder, impaired gastric emptying, ankylosing spondylitis and irritable bowel syndrome had not resolved and the hypertension outcome was unknown. The reporter considered ankylosing spondylitis, autoimmune disorder, hypertension, impaired gastric emptying, irritable bowel syndrome and pelvic pain to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 11-apr-2022: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), autoimmune disorder ('auto immune response'), impaired gastric emptying ('gastroparesis'), ankylosing spondylitis ('ankylosing spondylitis'), irritable bowel syndrome ('ibs') and hypertension ('high blood pressure') in a 35-year-old female patient who had essure inserted for birth control and female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced autoimmune disorder (seriousness criterion hospitalization). On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), impaired gastric emptying (seriousness criterion hospitalization), ankylosing spondylitis (seriousness criterion hospitalization), irritable bowel syndrome (seriousness criterion hospitalization), hypertension (seriousness criterion hospitalization) and migraine ("migraines"). The patient was treated with surgery (removal surgery for essure). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, autoimmune disorder, impaired gastric emptying, ankylosing spondylitis and irritable bowel syndrome had not resolved and the hypertension and migraine outcome was unknown. The reporter provided no causality assessment for migraine with essure. The reporter considered ankylosing spondylitis, autoimmune disorder, hypertension, impaired gastric emptying, irritable bowel syndrome and pelvic pain to be related to essure. The reporter commented: hysterectomy was performed (dates not provided). Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 22-apr-2022: primary reporter information updated. Secondary reporter added. Patient's date of birth added. Event 'migraine' added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.